Event description:
Physician was attempting to treat a lesion in the right subclavian artery using the scuba stenting device. It is reported that the lesion exhibited 60% stenosis and was tortuous. It was reported that during procedure, the device was advanced to the target lesion, but the physician did not find the stent in the lesion. The stent was then found by ¿dsa¿ in the catheter. The device was removed from packaging per IFU, prepped and inspected prior to use with abnormalities noted. Physician changed to another brand of product to complete the procedure. There was no patient injury or clinical sequelae reported for this event. ¿please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary)¿

Manufacturer narrative:
Results, conclusion: limited information available, no device or cine images returned for evaluation. (B)(4).

Manufacturer narrative:
Off-label, unapproved, or contraindicated use (indicated for use in arteries below the aortic arch).

Event description:
Evaluation summary: stent was found dislodged proximally on the catheter shaft. Trace of dried radio opaque solution was detected in the inflation line. The od of dislodged stent is within specification. No other abnomalities were noted on the device.